Event description:
It was reported that a patient was currently in the hospital emergency room. The patient stated that she changed her cassette and tubing last night and went to sleep around 1 am and everything was okay. However, she woke up around 7 am this morning to go to the bathroom and she noticed that the extension tubing broke apart and there was blood in the tubing and on the bed. The patient went straight to the hospital. The patient is unsure how long the tubing was disconnected before she woke up. She reported that she turned off the infusion on the pump about 45 minutes ago. The patient denied experiencing any changes to her breathing, symptoms or side effects. The patient is on intravenous (IV) remodulin therapy. There was no patient injury reported. Additional information (patient details) was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).